Manufacturer narrative:
Device evaluation summarydevice evaluation of electrode belt (B)(4) has been completed. The reported problem (therapy electrodes non-functional) was confirmed. As received, the belt failed the therapy electrode (te) recongition test. Upon evaluation, the pulse wire was open inside the trunk cable. The cause of the incoming test failure is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned an electrode belt indicating that the therapy electrodes were non-functional.